Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient the e360 ventilator had blank screen with audio alarm and stopped ventilation. It was also stated that the screen displayed normally when the device was turned off and turned on again. Patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.